Event description:
Reportable based on device analysis completed on 04jul2024. It was reported that the coil could not ne advanced from the sheath. The target lesion was located in the right internal iliac artery. A 18mm x 40cm interlock-35 coil was selected for embolization of abdominal aortic aneurysm. During the procedure, a non-bsc imaging catheter was used to deliver the coil, but it could not be advanced from the sheath. After removal, the device was noted to be stretched. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure. However, device analysis revealed a detached arm coil.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Visual inspection was performed, and it was observed that the main coil and a part of the introducer sheath were returned. It was observed that the main coil was bent and stretched at the primary coil and zap tip section, also the arm coil was detached. Moreover, the introducer sheath was detached before the twist lock, and it is possible to observed that it is cut in two sections. A part of the original box was returned, and it was observed that the pouch information matches with the complaint information. The functional inspection could not be performed due to the delivery wire was not returned. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.